Event description:
It was observed that during the device evaluation, the subject device exhibited foreign objects in the air/water cylinder and air/water tube. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a labeling review was conducted, and instruction for use (IFU) was not followed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be prevented by following the instructions for use which state: ¿nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection¿. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction and additional information. Additional information: h4, h6. Corrected fields: g2, h6 type of investigation b11 (removed), h6 investigation conclusion d1101 (removed), h8. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.